Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer had initially called with questions regarding her basal rates, and during the call it was found that the customer was not following the correct advice to treat for the high blood glucose. The customer was instructed to seek medical treatment. Nothing further was reported.